Event description:
A report was rec'd from the USA indicating the display was blank. The event did not occur during pt use. Though requested, no add'l info was available.

Manufacturer narrative:
The customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui), printed circuit board assembly (pcba) and backlight inverter printed circuit boards (pcbs), which resolved the customer reported issue. The cse updated the software to revision ak. The ventilator passed short self-testing (sst), extended self-testing (est), calibrations, and performance verification testing (pvt). The service history record (shr) for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should add'l info become available, a supplemental report will be submitted. Covidien reference: (B)(4).